Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. During testing, the ieseu displayed error code c34 at startup, and the erbe logs recorded codes m11, c00, and m b1. The iesu will be returned to the original equipment manufacturer. Probable root cause is attributed to defective generator. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer reported that the erbe had error c-34. The customer power cycled the erbe; however, the issue persisted. The customer used a third party generator. The procedure was completing with no reported injury.